Event description:
It was reported that the user experienced difficulty removing the cap from the long cartridge-to-disposable tubing during a first supply change and subsequently completed the change but did not receive or recognize an infusion set change alert, with device history indicating the cannula had not been filled until coached to do so. Symptoms included hyperglycemia with cause unclear. Outcomes included troubleshooting and education completed without alerts or alarms and without hospitalization. Investigation included customer support review of device history screens and step-by-step guidance through the cannula fill procedure. Investigation of this case revealed user handling challenges related to tubing cap removal and incomplete cannula fill, which were resolved with guided instruction, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.